Manufacturer narrative:
Date sent to the FDA: 02/25/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent left inguinal hernia repair surgery on (B)(6) 2013 and mesh was implanted. Additional information was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted ¿an area of mesh in the right lower quadrant at the base of the abscess, which was adjacent to the colon. This infected mesh would cause chronic long-term infection without excision. He excised the mesh back to an area which appears to be not grossly infected.¿ it was reported that the patient experienced severe pain, infection, ischemic colon, hospitalization, nausea, scarring, disfigurement, stress and anxiety. No additional information is provided.